Manufacturer narrative:
G3, h2, h3, and h6: the device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the sheared off screw was confirmed. The shipping information was provided and all efforts were made to locate the device but we have no evidence that it was ever received by the complaint investigation team for evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. G2: report source update.

Event description:
It was reported that, during a tkr surgery, a genesis ii prim p/s collet w/thmbscrw screw sheared off. Surgery was completed with a backup device, without any delay. As this was noticed during set up, there was no patient involvement.

Event description:
It was reported that, during a tkr surgery, a genesis ii prim p/s collet w/thmbscrw screw sheared off. It remains unknown when this failure was noticed. It is also unknown how this procedure was completed and whether it caused a surgical delay.